Manufacturer narrative:
On 10/9/2019, mentor became aware that the patient underwent removal and replacement on (B)(6) 2019 with the following device: (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 7732552 sn: (B)(4). On 10/19/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/7/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: (left) 375cc mentor memorygel breast implant, catalog: 3503751bc, lot: 7372595, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right side capsular contracture; baker grade IV, malposition, secondary double bubble ptosis effect, discomfort, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.